Event description:
The customer reported that they were unable to acquire a 12-lead ECG on a pt.

Manufacturer narrative:
The customer reported that they were unable to acquire a 12-lead ECG on a pt. The device was evaluated at phillips, but the reported symptom could not be reproduced. The device passed all testing. The ECG leads and trunk cable were not returned with the device, but the customer had replaced them. We are considering this as a malfunction based on the customer report. We cannot determine the cause, since the symptom was not duplicated.